Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2023. Subsequently, the patient underwent revision surgery on (B)(6) 2026; the patient presented with pain following trauma to the hand, specifically involving a thenar impact against the edge of a cabinet shelf, 2.5 years post-implantation. The pe liner was broken.